Event description:
It was reported that during a radical cystectomy procedure, the devices would not fire. It was unk how the procedure was completed. There was no pt consequence reported.

Manufacturer narrative:
Damaged pinion axle support, damaged yoke. Evaluation summary: the analysis results found that device a was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated, causing an increase of the internal forces, resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. The analysis results found that device b was received with the clamping mechanism damaged and without reload present. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth and the firing trigger teeth were found broken. Although no conclusion could be reached as to how the yoke and the firing trigger teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected. A batch record review was performed and no anomalies were found during the manufacturing process. Device b: batch #= e5nt0h. Mfg date: 5/28/2008. Exp date: 4/28/2013.